Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a patient (pt) in the emergency room last saturday with an elevated heart rate for 12 hours with "pacing spikes"; caller said they turned off the bladder stimulator the pt had implanted and the heart rate went down. Caller said EKG had picked up pacing spikes. Caller said pt reported elevated heart rate and pt "thought" they felt stimulation in their chest wall. Caller said pt would speak to their urologist. Caller said pt did not turn back on stimulator because of issue. Caller did not know any more information about pt's implanted device or mdt rep. They contacted on saturday about the issue. Tss reviewed compatibility guidelines for ekgs and suggested pt follow up with mdt rep. And managing hcp to ensure proper stimulator function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.